Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a blank display. The customer stated that she had changed the battery many times, but the issue persists. She also stated that the display does not return after she inserts a new battery. The customer also reported that there was no damage or corrosion to the battery compartment. Customer's blood glucose was 275 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.